Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned, the exact cause was unknown. As about 10 years has passed since the manufacture date of the device, and it is speculated that long-term use has resulted in attrition and loosening of the video connector socket due to aging degradation. This causes the electrical contacts in the connector socket to become unstable, inferring that the image is intermittent.

Manufacturer narrative:
Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a procedure with the subject device, the image of the subject device disappeared intermittently. The user completed the procedure by using the device. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated and the video connector socket of the subject device was worn out. There was no report of patient injury associated with the event.